Event description:
International affiliate reports that expedium devices were used for l2/3 at herniated nucleus pulposi's (hnp) multiply operated back (mob) surgery to remove an implanted expedium si polyaxial screw from the first mob surgery and replace it with the a expedium dual innie screw. This second surgery was performed to extend fixation area from l2/4 to l1/l4 because the mob became worse. There was no problem with the expedium si polyaxial screw that has been originally implanted. During this second procedure, it was difficult to tight the expedium di screw using the expedium driver and handle. While the surgeon was changing to a different handle, the driver bit was broken with its tip remaining within the di screw. The broken driver tip along with the di screw was removed from the patient's body. The surgery was delayed by 10 minutes. No adverse consequences were reported.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect dual innie polyaxial indicated that the fracture was located at the driver¿s distal tip. The remaining half of the distal tip was removed from the patient but was not returned for evaluation. A review of the device history record (DHR) found no discrepancies. A twelve month review of complaints found no emerging trends. Although the root cause of tip breakage cannot be positively determined, results of a scanning electron microscopy (sem) analysis show evidence of a torsional shear quasi-static failure starting at the hex lobe and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required at this point as there have been no issues identified in the manufacturing or release of the device and there has been no systematic trend. Examination of the returned concomitant devices noted some striations on the returned polyaxial screw shank (179722840) which appear to indicate that another device was used to grip the shank while removing the polyaxial screw from the vertebral body. No defects or any abnormalities were observed. This complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.